Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 462 mg/dl, 99 mg/dl, 193 mg/dk, 83 mg/dl and 88 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.